Manufacturer narrative:
The reported complaint that the fully charged autopulse nxt li-ion battery (sn (B)(6)) died after 3-4 minutes of compressions in the autopulse nxt platform was not confirmed during functional testing or archive review. The battery was fully functional and performed as intended. Upon visual inspection, no physical damage was observed. The status leds of the battery did not illuminate. No errors or anomalies were found in the archive. The customer reported complaint was not confirmed during functional testing. The battery successfully charges in a known good nxt battery charger. Four steady green lights were lit after charging. The battery successfully powered an ap nxt platform for 30 mins.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The nxt li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse nxt platform was deployed using autopulse nxt li-ion battery (sn: (B)(6). The male patient was 73 years old and 108 kg. The fully charged battery had been removed from the autopulse nxt charger approximately an hour prior. The device ran for only 3-4 minutes before faulting and displaying a dead battery indication. The crew switched to manual CPR after the battery died. The platform is performing as intended using known good batteries. No impact or consequence to the patient.